Event description:
After completing the ng feeding, the ng tube was capped. The cap later dislodged, opened up and then the majority of the feeding spilled on the bed. The infant did not gain any weight this day and was irritable. Tube was replaced.